Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was selected to be used. The physician successfully performed the transseptal puncture. The patient was given heparin post puncture. Then it was noted there was a thrombus that had formed on the sheath of the was. The physician aspirated the thrombus out of the patient, but they did not want to continue the procedure. The procedure was ended with no closure device implanted. There were no patient complications or consequences that occurred as a result of this event.